Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This event is filed for difficulty positioning, resulting in irregular movement, which has the potential to cause or contribute to patient injury. It was reported that the patient, with degenerative mitral regurgitation, underwent a mitraclip procedure. The clip delivery system (cds) was inserted into the patient anatomy without difficulty. The device was retracted to reposition and it was noted that there was a set in the shaft. The device was turning too much in the "m" direction and the device seemed to briefly catch on the patient anatomy. The device was retracted and then came free without causing any damage to the anatomy. The "m" knob was turned to straighten the curve and a cable break was suspected, as the knob turned without any resistance or movement in the "m" direction. The knob was turned back to neutral position to straighten and the device was removed without difficulty. The same steerable guide catheter (sgc) was used with two new clip delivery systems without issue. Two clips were implanted and the mitral regurgitation was reduced from grade 4+ to grade 2+. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Failure to follow steps/instructions. Evaluation summary: the device was returned and investigated. The reported delivery catheter (dc) shaft bend resulting in difficulty positioning the device was confirmed; however, the reported cable break and mechanical issue of clip delivery system (cds) unable to curve sleeve was not confirmed. The reported physical resistance with the anatomy could not be replicated in the testing environment as it was related to patient/procedural conditions (operational circumstances). A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The mitraclip system instructions for use states not deflect the sleeve tip more than 90 degrees as device damage may occur. In this case, it was reported that the device was curved more than 90 degrees in the m direction and the device seemed to briefly catch on the patient anatomy; thus, it is likely that this user error contributed to the reported physical resistance. The investigation was unable to determine a conclusive cause for reported suspected cable break and mechanical issue of cds unable to curve sleeve as the returned device analysis did not observed a cable break and the tip deflected properly. It is possible that there were procedural interactions (e.g. The patient anatomy and unintended curves on the device) which resulted in increased tension on the device and therefore contributed to the user experience; however, this cannot be confirmed. The investigation determined that the difficult positioning the device was due to the bend in the dc shaft and the bend in the mandrel likely resulted in the bent dc shaft conditions; however, a definitive cause for how the mandrel became bent could not be determined. It is possible that there were procedural interactions (e.g. The patient anatomy and unintended curves on the device) which resulted in increased tension on the device which caused the mandrel to bend; however, this cannot be confirmed. The reported physical resistance appears to be related to the user error due to curving the sleeve more than 90 degree. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.